Event description:
The venous needle fell out and the machine did not alarm. The nurse, in charge on the date incident occurred, stated that: "they were not in the room with the patient but in the hall and were able to see the patient and machine. When they walked into the room, they noticed blood on the floor. The needle must have been caught in the patient's clothing or the tape because they noticed that the blood pump was still spinning at about 450 ml/min". The patient was then taken off the machine and the medical staff administrated 1 1/2 liter of saline and 3 units of blood. Then, the patient was doing fine. Customer also stated that this incident has happened to them before.